Event description:
It was reported that the surgeon noticed the blocker which was used right side loosened for only 1 months after primary op from the x-ray. The surgeon also noticed that the blocker was stared to loosen 10 days after primary surgery from the x-ray. There was noise when the pt bent forward. There was no adverse consequences to the pt, so revision surgery is not planned now. Same kinds of events (B)(6) occurred in same hospital, but another surgeon. But, the torque wrench was functional and there was no error with it. Including (B)(6), these surgeons used cortical bone trajectory method. Vitallium rod was also used in this event. The surgeons suspects the vitalium rods affects.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.